Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented into the clinic with diaphragmatic stimulation when the device paced. Loss of capture was noted on the rv lead. During the visit the physician made programming changes. On (B)(6) , 2018, the rv lead was explanted and replaced. The patient was stable prior, during and post procedure.